Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump received stuck in motor error alarm loop during bolus delivery. Error alarm confirmed in the history file. The insulin pump passed the rewind, basic occlusion, prime and displacement test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had high blood sugars. Customer stated that the drive support cap on his insulin pump is flush. Customer stated that his insulin pump is alarming motor error. Nothing further was reported.